Event description:
It was reported that during a laparoscopic lobectomy procedure, each device could not be fired at the third firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Instrument a: shrouds. Instrument b: (B)(4). The analysis results found that an sc60 device was received in good visual condition and with two blue reloads present. The reloads were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. In addition, the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the shroud retention boss was noted to be damaged. This is consistent with excessive load applied to the firing trigger in conjunction with the knife not being able to advance; the shaft is retained in the shrouds by the two bosses. The knife can de restrained from advancing by excessive tissue thickness and firing across a clip or other hard object. The damage to the shroud's shaft retention bosses would allow the shaft of the device to translate forward during closure. This translation of the shaft would not allow the firing trigger to advance the firing links fully on the first stroke. Therefore, the second firing link would not be advanced fully into the proper position. This would lead to the devices inability to advance beyond the first firing stroke. While no conclusion could be reached on how the shroud retention boss's became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). The analysis results found that one sc60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as no reload was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.